Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Inappropriate therapy from the device was reported. Further information has been requested.

Manufacturer narrative:
(B)(4).corrected data: bi-monthly report type, updated patient code.